Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions: the delivery catheter and distal tip were returned and inspected. The delivery catheter and distal catheter tip were returned and inspected. Our engineer's investigation included a gross examination of the device. Their investigation confirmed that the proximal catheter appeared unremarkable. It could not be determined if there were anomalies attributable to the manufacture of the device. The examination of the returned delivery catheter was inconclusive as to the exact cause of the distal delivery catheter detachment.

Event description:
A gore viabahn endoprosthesis was used during the treatment of an iliac artery aneurysm. The device was advanced via contralateral retrograde approach. The device was deployed without incident; however, during the withdrawal of the delivery catheter, the distal tip detached from the catheter. Ipsilateral access was obtained and a snare was used to successfully retrieve the distal catheter tip.